Event description:
Depuy orthopaedics received a summons regarding a lawsuit that has been filed in the court. A revision surgery was performed to address massive osteolysis from polyethylene wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.